Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-jun-2020, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 08-jan-2019 labeled for single use: yes.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) poor sensing was observed. The device was recaptured and repositioned. The physician noted a lot of resistance when cutting the tether. The device then dislodged and moved to the atrium. The leadless ipg was captured with the delivery system but there was a distance between the leadless ipg and the end of the delivery system so the introducer was used to help extract the device. A knot was noted at the end of the delivery system. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.